Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that decreased architect tsh results were generated compared to the roche method on 2 patients. Patient 2: architect results were 3.35 uiu/ml and roche results were 5.84 uiu/ml. Patient 3: architect results were 3.77 and 3.54 uiu/ml and roche results were 5.36 uiu/ml. There was no report of impact to patient management.

Manufacturer narrative:
The customer stated that decreased architect tsh results were generated with lot 40905ui00 as compared to the roche method. No customer returns were available for investigation. Customer complaint data was reviewed and no adverse trends were identified. The certificate of analysis for architect tsh reagent lot 40905ui00 was reviewed. This lot met all expected specifications for performance at the time of manufacture. Testing was performed using a retained kit of architect tsh reagent lot 40905ui00. All results generated were within expected ranges. A review of the customer instrument logs was performed. The calibration, released qc and results logs for the timeframe surrounding the suspect sample results was reviewed. The architect tsh reagent lot 40905ui00 was first calibrated in late july 2014 and again multiple times in august and september 2014. The released qc file finds the customer did not run qc on each day the assay was run. The architect tsh reagent package insert and the architect system operations manual were reviewed and were found to adequately address the issue. The investigation did not identify a malfunction / deficiency.